Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
This is a report of a cracked main body of a transfer set that was found during use by a patient while performing peritoneal dialysis (pd) therapy (details not provided). There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. Visual inspection was performed with naked eye and microscope and identified a cracked mainbody with broken occluder feet. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. No issues were noted in the leak and clear passage testing. The clamp function test identified a leak due to the damaged/broken occluder feet. Integrity of seal surface test performed with no leak noted. Sample analysis determined the sample did not meet specifications a CAPA currently is opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.